Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: method of use-posology: "remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported "the syringe detached from the needle mid-treatment" with juvederm® voluma¿ with lidocaine. No noted injury to patient or injecting physician.